Event description:
This product was used to immobilize the patient's head during a brain tumor removal surgery; however, the joints of the head holder could not be fully secured.

Manufacturer narrative:
Investigation including review of manufacturing records, dimensional measurements, and fitting tests confirmed the product met specifications with no issues. In combination testing with the table attachment, slight movement within specification limits was observed but did not affect use. Warnings in the instruction for use advise users to ensure all joints are securely fixed before use and to check for deformation or abnormal movement.